Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed due to cracked screen. Navigate in receiver menu to "profiles" and "try it": fail - stuck on initialization screen. Functional testing failed due to stuck on initialization screen. Open receiver, remove pcba for internal inspection and speaker resistance at 7.56 ohms. The download log review did not show any errors related to the customer complaint the reported event of an intermittent audio output was not determinded. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon aug 21 16:40:45 edt 2017 with MFR# 3004753838-2017-63955. The ack3 was received on mon aug 21 16:40:45 edt 2017 with coreid: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.